Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had insulin flow blocked alarm. The customer's blood glucose during the incident was 400 mg/dl. They treated with the insulin pump. The customer's blood glucose 231 mg/dl at the time of the call. Troubleshooting was performed and insulin exited. The product was not returned for analysis.